Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens remains implanted and the delivery system was discarded. Therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (model pcb00 +21.0 diopter) got stuck in the injector when the lens was 2/3 into the patient's operative eye. Reportedly, the surgeon managed to extract the lens with the microfinger and it was successfully implanted. The patient came to no harm. The account commented that the delivery system was disposed of. No further information was provided.